Manufacturer narrative:
No medical intervention was required. The product met specifications at the time of evaluation as the technician tested the unit and confirmed that it functioned to manual specifications. This event occurred due to user error.

Event description:
It was reported via repair work order that the cot dropped and the patient was allegedly injured. The customer reported that the drop event was a result of user error.

Event description:
It was reported via repair work order that the cot dropped and the patient was allegedly injured. The customer reported that the drop event was a result of user error.